Event description:
On 21-Jul-2026, Abbott Point of Care was contacted by a customer regarding i-STAT Troponin cartridges that yielded discrepant False Positive result on a 78 year old female patient. There was no patient additional patient information. Return product is not available for investigation. Method Date Collected Tested Result Sample Positive/Negativei-STAT (b)(6) 2026 NI 1938 847.9 ng/L Venous Whole Blood Positive Roche Cobas (b)(6) 2026 0306 0330 12.1 ng/L Plasma NegativePositive cut-off value for i-STAT Troponin test: Female 13.Positive cut-off value for comparative instrument: Female 14.There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th Percentile 90% CISex N (ng/L, pg/mL) (ng/L, pg/mL).Female 490 13 (10, 17).Male 404 28 (19, 58).Overall 895 21 (14, 30).

Manufacturer narrative:
APOC Incident # (b)(4)APOC Labeling will be evaluated during the investigation as pertaining to the event.